Manufacturer narrative:
One fogarty catheter was returned for evaluation. The customer complaint could not be confirmed due to the condition of the catheter as received. Measurement of the outer diameter of the catheter tip was within specification, measuring 0.050". The balloon was found to be torn at both the proximal and the distal windings. Most of the balloon was missing and was not returned. The remaining latex was still attached to the proximal and distal windings. Both windings were intact. Visual examination was performed under microscope. A review of the manufacturing records indicated that the product met specification at the time of release. Customer report of a balloon bulge near the catheter tip could not be confirmed during the analysis; however, the balloon was found to be missing. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint and implement any necessary corrective actions. As with all catheterization procedures, complications may occur. These may include local or systemic infection, local hematomas, intimal disruption, arterial dissection, perforation and vessel rupture, hemorrhage, arterial thrombosis, distal embolization of blood clots and atherosclerotic plaque, air embolus, aneurysm, arterial spasm, arteriovenous fistula formation, and balloon rupture with fragmentation, tip separation and distal embolization. Balloon rupture and catheter separation as a result of excessive pull force applied to remove adherent material are the most frequent causes of reported failures. To minimize the risk of vessel damage, balloon rupture, or tip detachment, the maximum recommended inflation volume and pull force for the catheter should not be exceeded. The arterial embolectomy catheter is not recommended for the removal of fibrous, adherent, or calcified material (e.g. Chronic clot, atherosclerotic plaque). This catheter is not designed to withstand the additional pull force needed to remove these materials. It is unknown if user or procedural factors may have contributed to this event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, the balloon of the fogarty catheter was found to have a bulge near the catheter tip, before use. The catheter was replaced. There was no allegation of patient injury.